Manufacturer narrative:
Device analysis of the stimulator found no anomalies; normal device function. There was good, stable output observed on each electrode pair. The output matched the patient's settings. The output was also checked on the can for any intermittent stim. No problems were observed. The overdischarge count was one. A power on reset (por) occurred. The device was recharged using physician mode recharge. The setscrew grommet(s) were loose. Foreign material was found under the connector cover.

Event description:
The patient complained of burning and shocking in the stimulator pocket when the stimulator was on and during recharging. The physician suspected a fluid leak. The stimulator was replaced. The battery had depleted (overdischarged); settings are unknown as the device could not be interrogated. The patient recovered without sequela.